Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implantable pump. Per the reporter, there was also some form of pain med in the pump too. The indication for use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was in a bicycle race today and now had some pain and bruising where the pump was. The physician had contacted the company representative to contact the patient as the patient was also seeing some sort of code on the ptm (personal therapy manager). The company representative did not have the error code at the time of the report. Additional information was received and it was reported that the patient was seen on (B)(6) 2017 and the pump was interrogated. The pump was showing an empty reservoir alarm occurred (B)(6) 2017. The low reservoir alarm occurred (B)(6) 2017. The last changed date was (B)(6)2017. The baclofen concentration was 750 mcg/ml with a daily dose of 733 mcg/day with all patient activated doses. The flow rate was 0.977 ml/day. The alarm volume was 1 ml. The patient was taking oral baclofen (20 mg q 12 hrs) for increased spasticity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿

Event description:
Additional information received from a manufacturer representative (rep) reported the code the patient saw on their personal therapy manager (ptm) was 8286 meaning empty reservoir. It was noted that the patient was not due for a refill as the patient was just recently refilled on (B)(6) 2017. The rep suspected that the healthcare professional (hcp) forgot to update the reservoir volume. The patient experienced stiffness and was noted as a sudden change in symptoms/therapy. It was stated again that there was bruising over the pump. It was noted that the patient believed their symptoms may be due to being active at a bicycle race. The rep was to follow up with hcp. No further complications were reported/anticipated.